Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized with a blood glucose of 26 mg/dl on (B)(6) 2015. Customer's current blood glucose was 303 mg/dl. Customer was treated with a glucose injection and an IV. Customer had been experiencing low blood glucose for less than 30 minutes. Customer stated that the drive support cap is flush. Customer stated that she had just bolused with the pump for a blood glucose of 350 mg/dl and then her blood glucose dropped and she went into convulsions. Customer told her husband and she passed out. Customer woke up in the emergency room. Customer is using an expired infusion set because she is out of supplies. Customer's blood glucose was 460 mg/dl at the time of the incident. Customer was advised to monitor the pump and call back if issues persist.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.